Event description:
It was reported that a minimum fill notification occurred however, tandem technical support (cts) was unable to verify how many units of insulin were loaded during the load sequence. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.